Event description:
It was reported that during an indirect decompression spacer implant procedure the spindle cap on the spacer broke. It was noted that the wrong downward force was accidentally applied during implantation of the device. The device was retrieved and a new device was successfully implanted. The patient was doing well postoperatively. The spacer will not be returned as it was discarded by the medical facility.